Event description:
It was reported that the lens vaulted (z-syndrome) post implant in the patient's left eye. The lens was exchanged approximately 1 month post implant. The surgeon indicated that in his opinion the likely cause of the event was "capsule contraction". The patient's status was described as "excellent". Please reference MDR # 2031924-2014-00351 for the for the event involved with the right eye.

Manufacturer narrative:
Investigation of this event is underway. A supplemental report will be submitted upon completion of the investigation.